Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued an RMA to the customer requesting to have the long bipolar grasper instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). No images or procedure videos of the event were shared. A review of the instrument log for the long bipolar grasper instrument (470400-10/n10190322-0055) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. This complaint is being reported based on the following conclusion: it was reported that a fragment from the tip of a long bipolar grasper instrument fell into the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient injury as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tip of the long bipolar grasper instrument "broke off halfway." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter at the site and obtained the following additional information: the fragments were retrieved with a 8mm endocatch bag through the assist port. All fragments were retrieved and this was confirmed as the whole event was visualized and the instrument was inspected along with the fragmented piece. No additional medical intervention nor post operative tests were required. The instrument was in use for about ten minutes prior to the issue. The instrument was inspected prior to use and no damage was noted. The surgeon was grasping a raytec when the instrument broke. The surgeon did not notice any issue with instrument function and the instrument did not collide with anything. The instrument had been removed prior to the issue and the wrist was straightened prior to removal. The surgical staff did not feel resistance when removing the instrument through the cannula. There was no patient injury, no post operative complications, and no image or video for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".